Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens and light guide lens was peeled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited adhesive around objective lens and light guide lens was peeled. There was no patient involvement.